Event description:
Patient s/p robotic assisted total hysterectomy on (B)(6) 2022; (B)(6) 2023 patient seen in the office due to pain with intercourse. A portion of an absorbable suture (green in color) was found and removed from the vaginal cuff. Provider thought it was the absorbable suture that hadn't completely dissolved, which has been seen with the longer lasting vloc sutures. On (B)(6) 2023 clinic visit with same complaint and more absorbable (green) suture was removed. On (B)(6) 2023 clinic visit with same complaint and again green suture was removed at that time. Concern that at the 6-month mark the suture should be completely absorbed. Provider indicated the possibility that the patient's body wasn't absorbing the suture as fast as most patients do. Provider noted possibility he was given nonabsorbable suture. He followed up with operating room leadership and changed his suture on preference card. On (B)(6) 2024 clinic visit for increased pain. Provider noted more suture upon examination. On (B)(6) 2024 patient taken back to the operating room for robotic assisted vaginal cuff revision. Documentation indicates old sutures removed during the revision were blue in color, suture sent to pathology and to the manufacturer for analysis. Absorbable 0 vloc on gs21 needle and nonabsorbable 0 vloc on gs21 needle are the same reference numbers except one letter (n=nonabsorbable, l=absorbable). Absorbable is turquoise green (which could easily be called blue) and the nonabsorbable is blue. The nonabsorbable package has a turquoise green strip on the front which is a bit confusing. Reference report: mw5153761, mw5153762.